Event description:
False negative result (s). I bought these for my daughter and when she came down with symptoms she used one. It came up negative but she went to a facility and had another test done and it came back next day positive. She had been exposed and it made sense that she did have covid from the symptoms she was experiencing. Disappointed that the home test did not show correct results especially when taken same day!